Event description:
Reportedly a model 4450, 28mm ring was dropped. No additional information has been provided by the hospital to suggest that a death or serious injury has occurred. On 12/23/09 received implant data card which indicates that a 4450, 28mm ring was explanted at implant due to unknown reasons and a 6900ptfx, 29mm valve was implanted. On 02/15/10 call to sales representative, the device was explanted at implant due to a failed ring repair. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance..

Manufacturer narrative:
Failed ring repair. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.